Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that error 216 occurred during maintenance of the flex deflectable videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data and reasonably known information, potential causes may include component damage or degradation, environmental factors such as dust, dirt, or humidity, optical or thermal issues, and electrical issues such as signal loss or circuit interruptions. The most likely cause of this complaint is considered to be an anticipated or random component failure rather than a design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.